Manufacturer narrative:
H10: initially it was reported the epiq 7c ultrasound system generated an error code during an unspecified surgical procedure; however, additional information was received stating the mention of a surgical case was incorrect and the actual event occurred during a routine echo exam. The actual failure indicated in this event is not likely to cause or contribute to a serious injury or death if it were to reoccur.

Event description:
It was reported the epiq 7c ultrasound system generated an error code during an unspecified surgical procedure. The user replaced the system and caused no impact to the patient. The service engineer evaluated the system and determined there was no hardware failures on the system test which indicated a software issue. The engineer reloaded and updated the software to repair the issue. Philips has started an investigation for this complaint.